Event description:
It was reported that after balloon dilation of the lesion, the physician advanced the stent system to the lesion. The stent failed to deploy, the physician withdrew the stent and the stent deployed outside the patient. The physician successfully completed the procedure with another stent.

Event description:
It was reported that after balloon dilation of the lesion, the physician advanced the stent system to the lesion. The stent failed to deploy, the physician withdrew the stent and the stent deployed outside the patient. The physician successfully completed the procedure with another stent.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual analysis of the returned device noted that the outer body was slightly compressed on its proximal shaft at 78 cm from its proximal end. The outer body distal end was slightly compressed along its distal shaft length. The inner body was inside the outer body. The inner body bumper was protruding through the outer body distal end. The stent was not in the outer body, but was returned in a bag. The inner body was was kinked at 4 cm from its proximal end. Friction was noted when the inner body was being pushed in the outer body. The stent was examined under magnification and no anomalies were noted. A functional test could not be performed, since the stent was not returned in the outer body and the inner body distal tip marker was protruding through the outer body distal end. Based on the investigation, it was not possible to determine the most probable cause of the reported issue.